Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) prematurely depleted. It was implanted 72.5 months. The device was explanted and replaced with another guidant model.